Manufacturer narrative:
The affected device was returned and evaluated. The cause of this fracture appears to be repeated anterior impingement of the femoral component on the ps post. This damage on the anterodistal aspect of the ps post created a stress concentration that initiated one or more fatigue cracks, which propagated posteriorly until final failure occurred. A review of complaint history revealed no prior complaints for this device/ failure mode. A review of the device history record did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that a revision surgery was required due to a fractured insert.